Event description:
It was reported that the patient went to the emergency room after having possibly experienced a syncopal or near-syncopal event, with obvious bruising to the patient's face from the event. Upon interrogation, multiple high-rate episodes which were apparent noise were found, the noise being replicated with isometric exercises. Non-capture, high impedance, and possible lead fracture were also noted. The rv (right ventricular) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).